Event description:
Complainant alleged that the clinicians were treating a pt. The pt was defibrillated once at 200 joules, a second time at 300 joules, and a third time at 360 joules. The complainant reported that when the energy was administered to the pt, the clinicians observed arcing across the anterior electrode. The complainant indicated that the pt sustained a chest burn under the anterior pad. There was no other adverse effect on the pt as a result of the reported malfunction.